Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. The surgeon was tightening the array and the screw twisted off and broke.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: the surgeon was tightening the 112230 pelvic array assy and the screw twisted off and broke. No report of delay. Device evaluation and results: visual inspection visual inspection shows broken screw in neck area with elongation and twisting indicative of tensile failure consistent with over torquing of the screw. Dimensional inspection: dimensional inspection was not done because visual inspection was sufficient to indicate failure. Device history review: a review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 12/15/2015. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112230, lot #19190515. Shows no additional complaint related to the failure in this investigation. Conclusions: the complaint of a pelvic array assy, catalog # 112230 lot #19190515 with a broken screw was confirmed. Corrective action/preventive action: no action is required at this time.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. The surgeon was tightening the array and the screw twisted off and broke.